Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the power cord to lab use only (luo) testing equipment. The line and neutral prongs on the power cord were acceptable, demonstrating an electrical path between them. No path was present from the ground prong to the end of the ground wire. It was determined that the power cord did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the power cord. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) failed the electrical resistance safety test. There was no patient involvement.